Event description:
Colored contact lenses ordered online, requested a prescription so the patient thought it was legitimate. Patient saw poorly with them but wore them because they were colored. Upon removing the lenses, there was moderate to severe keratitis in both eyes. Patient was educated, given a combination steroid and antibiotic eye drop, and was prescribed a safe, FDA-approved brand of contact lenses. Upon a follow-up 2 days later, patients reported improved comfort and vision, and the keratitis was greatly reduced.